Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2006; 4046 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) classified a ventricular tachycardia (vt) episode as atrial fibrillation (af) with rapid ventricular response. The crt-d remains in use. No patient complications have been reported as a result of this event.